Event description:
It was reported by the customer that on (B)(6) 2010, the fiber broke at the tip at 136,474 joules. Also, it was reported that all of the fiber pieces were retrieved. No pt injury was reported.